Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that there was fracture of osteosynthesis plate in right femur that required removal and nail insertion.

Manufacturer narrative:
Correction to d4(lot/serial no.) And d9(product available to stryker). The reported event could be confirmed based on the provided x-rays. It is worth noting the provided lot number was not valid and is therefore unknown. The provided x-rays were forwarded to medical affairs, with the following review: « there is just too little information given to provide a reasoning for the plate breakage to occur. However, there are something worth commenting indeed: - the bone is quite spiky still, which might indicate the plate was not in there very long. - there seems to be some callus on the proximal side, which might indicate the body did try something. - the construction might have contributed to the failure as well. - we cannot say if this is a delayed or non-union in any way. The location and pattern of the fracture, biology, and the technical aspects of the surgical procedure have contributed to the event. Furthermore, patient activity levels post-op may also have contributed to an inadequate load distribution and, therefore, the breakage of the implants. » a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on the above investigation, the root cause was attributed to a combination of user and patient condition related issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that there was fracture of osteosynthesis plate in right femur that required removal and nail insertion.